Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that they recently met with their doctor and the patient's device was checked for connectivity. One reading was at 17,000 when they believe that it should be around 2,000. Patient indicated that as this was a reflection of the quality of their implant, they were a little concerned about the reading which has been slowly climbing from visit to visit. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that 6 months ago they checked their device connectivity and it was at 5000. Patient was concerned that the connectivity level with the leads was affecting their therapy results. It was suggested for patient to continue to work with the doctor about their concerns, patient stated that the doctor was not excited about it. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are : product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016 product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that impedances were 5000 in (B)(6) 2017, 10000 in (B)(6) 2018 and 17,000 on (B)(6) 2018. The cause of the high impedance readings was not known but the patient's personal suspicion was that the connecting wire was too short. Patient also mentioned that the doctor stated that it did not matter and was not concerned, therefore no treatment or action was taken to resolve the issue.